Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2007 during which pelvic floor repair mesh and a sling were implanted. The patient experienced erosion, formation of scar tissue, dyspareunia, additional surgeries and neurologic compromise to her structures and tissues. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent an anterior and posterior pelvic floor repair procedure, a sling procedure, an enterocele repair, a cystoscopy. And a perineorrhaphy on (B)(6) 2007. On (B)(6) 2009, the patient underwent a procedure to treat stress urinary incontinence using advantage fit and the previously implanted mesh was excised.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair - product code - unknown. Tension free vaginal tape - product code tvts1.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with cystoscopy and perineorrhaphy; due to prolapse and stress urinary incontinence with enterocele. It was reported that following insertion the patient experienced vaginal pain, pelvic pain; discomfort with intercourse, dyspareunia, bladder stones, infection, bladder spasms, painful urination, depression, multiple procedures, tests, medications and medical intervention. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to mesh erosion. It was reported that the patient underwent removal right ureteral stent on (B)(6) 2011. (B)(4).

Manufacturer narrative:
Additional narrative: on (B)(6) 2010, the patient underwent a cystoscopy, holmium laser ablation of bladder calculi, holmium laser ablation of eroded mesh and insertion of right ureteral stent. (B)(4). Bladder calculi.